Manufacturer narrative:
The initial medical device report was submitted (2938836-2014-18877). Lithium clusters were observed during the analysis. No additional analysis is necessary.

Event description:
It was reported that when non-dependent patient presented in clinic for a follow up, the device was not able to be interrogated. Loss of telemetry or premature batter depletion was suspected. Subsequently, the device was explanted. There were no patient complications.